Event description:
Attorney reported: 2006- patient was implanted with 3 bard meshes (1 bard mesh perfix plug, product code 0112960 and 2 bard ventralex hernia patches, product code 0010301). Three months later, patient underwent a further surgery as a result of a failure or partial failure of the 2006, procedure. During this procedure, the bard mesh perfix plug was surgically removed. During this surgery, one of the ventralex hernia patches was found to be adherent to the bowel. During this procedure, two additional patches were placed in the patient (bard ventralex hernia patch, product code 0010301 and a bard composix mesh, product code 0113480). As a result of the 2008, patient suffered an injury to her right inguinal nerve and is at risk of further complications and injuries in the future as a result of the patches remaining in her. Per medical record information in 2006, patient underwent inioinguinal nerve block on the right. Plan included nuerontin 300 mg, p.q.m. X 3 days then titrate up as needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2008-00462 for information related to the perfix patch explanted during the 2006 surgery.